Event description:
There were two feedbacks submitted for the quick connect carrier (3245-19123). Both feedbacks involved the carrier breaking at a rivet point. In both instances there was a patient on the carrier, however neither incident involved an injury due to the breakage occuring when the patient was still very low to the ground. Due to the potential that an injury could have occured a report is being filed. Both incidents involved carriers with visible wear/scuff marks. Both carriers had 3-4 years of use. The lot number could not be identified for either incident. Feedbacks were initially reported to the distributor and then passed along to medsource. The initial feedback reporters to the distributor are as follows: fb 1254 gonzales co emerg 1703 n saint joseph st gonzales, tx 78629-2331. Fb 1269 audrian ambulance district 440 kelley pkwy mexico, mo 65265.

Manufacturer narrative:
There were two feedbacks submitted for the quick connect carrier (3245-19123). Both feedbacks involved the carrier breaking at a rivet point. In both instances there was a patient on the carrier, however neither incident involved an injury due to the breakage occuring when the patient was still very low to the ground. Due to the potential that an injury could have occured a report is being filed. Both incidents involved carriers with visible wear/scuff marks. Both carriers had 3-4 years of use. Actual affected units were requested, but were not able to be provided per the time of this report. The lot number could not be identified for either incident. An investigation has been requested and is pending. Feedbacks were initially reported to the distributor and then passed along to medsource. The initial feedback reporters to the distributor are as follows: fb 1254 gonzales co emerg 1703 n saint joseph st gonzales, tx 78629-2331. Fb 1269 audrian ambulance district 440 kelley pkwy mexico, mo 65265.